Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced hyperglycemia after eating, with a reported blood glucose of approximately 450 mg/dl, and took an external manual insulin injection without disconnecting from the ilet while the glucose sensor connection to the ilet had failed. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included the need for troubleshooting and education. Investigation included customer communicationand device-use troubleshooting, during which the agent advised disconnecting and then reconnecting the ilet after two hours. Investigation of this case revealed a loss of sensor-to-ilet communication and user-administered insulin outside the ilet¿s control, consistent with a use-related issue compounded by sensor communication failure. It was concluded, based on previously established findings for similar reports, that the cause was user technique in the setting of a sensor communication malfunction.